Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep performed scheduled pm. The logs analyzes indicated that the drive manifold was failing. The drive manifold was replaced (part number 0104-00-0018). Performed the scheduled pm and verified the unit was operating to factory specifications. The pump was related to the customer. The replaced drive manifold is being returned to the manufacturing facility at (B)(4) for eval. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that during their routine check and upon start-up, the screen showed an "electrical error #58" (electrical test failure code 58: power-up vent test failure). No pt was involved.